Event description:
It was reported "after guidewire inserted; when tapping and putting in screw the bottom threaded part of guidewire broke. "Guidewire that broke off is still in the patient in the vertebral body." Surgery was delayed over 10 minutes. Additional information was requested by integra. On (B)(4) 2014 additional information was received from the customer who reported surgery was mis of l4-l5 on (B)(6) 2014. Surgery was delayed by 15-20 minutes. X-ray was performed which confirmed 1-2mm of guidewire was retained.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.